Event description:
Pegs broke n patient found in exray 1 month out. No revision surgery scheduled.

Manufacturer narrative:
Examination was not possible, as the products are still implanted. The investigation was limited to the information provided, as the complete part numbers and lot numbers required to review the device history records were not provided. Although the complaint is non-verifiable, provided information states the patient may have been non-compliant. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.